Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. From the picture attached of 5-16037 et tube, sher-I-bronch, ls, 37 fr, it was confirmed the defect reported by the customer "broken/cracked - double swivel connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the anesthesia team has brought to my attention that (B)(4) (sher-I-bronch)accessory pack has be breaking at the elbow of the connector". No patient injury or harm reported. Patient condition reported as "stable".